Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the alleged perforation of the filter limb and filter malposition as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process, approximately 4 years 4 months later patient went to emergency room with suprapubic abdominal pain and a CT scan reveals that the filter malpositioned in distal ivc and the struts penetrated through the ivc. The filter was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process, approximately four years and four months post filter deployment the patient went to emergency room with suprapubic abdominal pain and a computed tomography (CT) scan reveals that the filter malpositioned in distal inferior vena cava and the struts penetrated through the inferior vena cava. The filter was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years two months post filter deployment computed tomography(CT) revealed showed that an inferior vena cava filter was observed and was mispositioned in the distal inferior vena cava and right proximal common iliac vein with penetration of the struts through the wall. Subsequently filter removal procedure was performed. The right internal jugular vein was accessed with a 19-gauge needle, subsequently exchanged for serial dilators and finally a 10-french sheath over a 0.035 guide wire. A 5 french pigtail flush catheter was placed through the sheath and advanced to the left common iliac vein. Venography demonstrated the presence of inferior vena cava filter without the evidence of venous thrombus. The pigtail flush catheter was withdrawn and allowed to curl around the neck of the filter. A wire was placed through the catheter and directed into the inferior vena cava. The catheter was removed, and the end of the wire was snared using a 7 french ensnare device. The end of the wire was then withdrawn from the sheath. By having both ends of the glide wire through the sheath and around the neck of the filter, the snare device was able to be placed over both ends of the wire and directed towards the hook of the filter which was opposed to the left lateral wall of the lower inferior vena cava. The hook of the filter was then eventually snared, and the 10 french sheath was able to be advanced over the filter, thus captured it. The snare, wire and filter were removed from the sheath. The sheath was also removed, and the filter was submitted to pathology. Successful retrieval of the inferior vena cava filter was achieved. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc) and filter malposition. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter.